Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03854 the valve was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis and/or patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality >= 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.  In addition, the IFU precautions ¿safety and effectiveness have not been established for patients with the following characteristics/comorbidities: pre-existing prosthetic ring in any position¿.   In this case, there was no allegation or indication a valve deficiency/malfunction contributed to this adverse event.  Investigation results suggest (procedural factors) guidewire mismanagement and non-coaxial withdrawal attempt of the delivery system caused the valve to not be centered on the balloon properly prior to valve deployment and likely caused the irregular inflation of the valve, leading to the embolization into the ventricle. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
When prepping the first delivery system, there was resistance placing the loader cap over the valve. It was prepped with -3cc. The physician decided not to use the system, and it was set aside. The 18fr sheath was inserted, and the valve with delivery system was inserted without issue. During the insertion of the delivery system across the preexisting mitral ring via transapical approach, the wire became entangled in the mitral cordae. The team attempted to pull the delivery system with the valve back into the sheath, in order to reposition the wire. However, it was not coaxially aligned and it was pulled too far, so when it was pulled back, the valve was pushed about half way off of the balloon. The team was able to re-wire the mitral ring, and decided to deploy the valve, knowing it was not fully on the balloon. The valve inflated proximally. The delivery system was removed, and when attempted to place a true balloon, wire position was lost again. The valve then embolized into the left ventricle. A left thoracotomy was performed, the valve was removed, and a second valve was placed in the mitral ring.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.